Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. Reportedly, customer did not have alternate supplies to address high bg. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.